Event description:
It was reported that suture placement in the right common femoral artery was successfully achieved with a prostyle device prior to an interventional endovascular aneurysm repair (evar) procedure. The evar procedure was completed via an 18f sheath hole. Reportedly post procedure, upon knot advancement / tightening the suture, the suture broke. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
E1: facility name: (B)(6) hospital. H6: device code 1494- indication for use was added to capture the use of one prostyle suture to close a puncture exceeding 8f. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
E1 - facility name: (B)(6). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique ( tensioning angle not coaxial) or suture/ nick damage. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code. Removed code 1494.

Event description:
Subsequent to the initially filed report, the following information was received: suture placement was done with two prostyle devices prior to the procedure. The sheath size prior to the prostyle device insertion was 8f. Following the suture break on knot advancement, hemostasis was achieved with the other successfully pre-placed prostyle suture and manual compression. No additional information was provided.